Event description:
It was reported that the patient's lead was initially implanted intrathecally, causing pain post-op. In turn, surgical intervention was undertaken wherein the lead was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.